Event description:
An orbis sigma valve was implanted on 5/25/1997 in a 13 y/o boy. As no clinical effectiveness was observed (drowsiness, CT scan hydrocephalus signs), the pt was explanted on 5/27/97. During revision, the valve was tested and found not patent. There was no report of injury or complications.